Event description:
Ems placement with the device was performed on (B)(6) 2015 for intrahepatic bile duct stenosis. During advancement of the delivery system to severly stenosed site, the stent was partially deployed before reaching to the desired position with the safety lock in place. The physician stopped using the device and two zilver 635 stents of different size were used instead. There have been no adverse effects to the patient reported.

Manufacturer narrative:
The 1 x zilbs-635-10-8 device of lot#: c954410 was returned for evaluation. Device was not returned in the original packaging and was open on receipt. On evaluation of the returned device it was observed that the stent was exiting the outer sheath. It can be noted that the red safety pin was not returned with the device. However the physician did confirm the red safety pin was in place when the stent prematurely deployed. Using calibrated ruler the outer sheath measured 200.4cm and was noted to be as per specification. The entire delivery system has been examined for damage and deformation was detected 13-15cm from the tip of the device. The damaged section of the catheter was compressed and delamination was noted. The condition of the catheter with the complaint description provided indicates this damage could have occurred when trying to advance the device into a severly stenosed site. It can be noted that according to the physician's comment's much force must have been applied to the delivery system since the stenosis was severe. Using 1ml syringe with water, device was flushed through the flushing ports, no issues noted. The delivery system was advanced over the non-hydrophilic 0.035" wire guide. Slight resistance was encountered when passing the wire guide through the section of the catheter where the damage was evident. The stent was fully deployed with very little resistance. The stent was intact, with no evidence of damage. The distal part of the inner catheter was visually examined. There was no evidence of damage to the pusher ring or distal tip however the peek was slightly kinked proximal to the tip. The kink more than likely occurred during transportation of the returned device as the inner catheter and tip were exposed on receipt. Additional info was requested to assist with the investigation of this complaint. However to date no additional info has been provided. The customer complaint was confirmed as the stent was prematurely deployed. The cause of this event cannot be conclusively determined. Upon examination of the returned device, there is no evidence to suggest that the device was manufactured incorrectly. It is possible that the flexor sheath could have compressed during advancement which resulted in stent being partially exposed/ deployed. It is possible that a difficult anatomy configuration ('severly stenosed site') could have contributed to the difficulties the physician experienced and therefore it is possible that the stent could have been partially deployed due to outer sheath compression and/or due to excessive manipulation of delivery system. It can be noted that sheath compression/ delamination was observed during the lab evaluation and the physician's comment indicated "much force was applied when advancing the delivery system". However, as the conditions of use could not be replicated in a laboratory setting, a definitive root cause of this premature deployment cannot be determined. Prior to distribution all zilbs-635-10-8 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing record did not reveal any discrepancies that could have contributed to this issue. The customer complaint was confirmed as the stent was prematurely deployed. According to the initial report, the procedure was completed using two zilver 635 stents of a different size. There have been no adverse effects to the patient reported. Complaints of this nature will continue to be monitored for emerging trends.